Manufacturer narrative:
For regularization - retrospective review / FDA request. We conducted the investigations to find the origin of the disconnection of the screwdriver: it appears that the handle of the screwdriver was not held by the pins assembly because they were too short. Indeed, an inappropriate pin pattern was used to make this batch of products. Internal actions are underway to ensure that the defect does not reoccur. In addition, the control of finished products has been strengthened. We made a resumption of the lot that we had in stock and a product recall to correct the identified defect. This recovery is identified by the mention "r" engraved on the stem to avoid confusion with products with a risk of rupture.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Screwdriver broke during the first intervention (disconnection rod + handle).